Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level went as high as 500 mg/dl. Customer treated their high blood glucose via insulin pump. Troubleshooting was performed. Customer advised they did not allege the insulin pump under delivered insulin. Customer advised they would follow up with their healthcare provider to check their settings and fix their high blood glucose issues. The insulin pump will not be returned for analysis.